Event description:
Initial reporter indicated that they had a pt that died accidently. Reported the pt had a seizure and fell in the street and was hit by a bus. Good faith attempts are being made for add'l details surrounding the pt's death.